Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, upon implantation, it was discovered that the lens optic was broken. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product batch record were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).